Manufacturer narrative:
It was reported that the rollator brakes disengaged as the end-user was getting up from a bedside commode. The end-user fell onto wood laminate flooring, was assisted back up by a family member, and brought to a local hospital's emergency department (ed). An unspecified x-ray was obtained in the ed and the end-user was diagnosed with an unspecified femur fracture. The end-user received unspecified pain medication in the ed and surgical intervention for the reported femur fracture. She was admitted to the hospital for five (5) days and was then admitted to a rehabilitation facility for twenty (20) days. No additional medical intervention or follow-up care was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported femur fracture, hospital admission, and rehabilitation facility admission, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the rollator brakes disengaged and the end-user experienced a fall.